Event description:
Same case as: MDR ID 2134265-2013-07666. It was reported that myocardial infarction and removal issues occurred. The target lesion was located in the saphenous vein graft (svg) to the right coronary artery (rca). The physician advanced a filterwire ez embolic protection system into the distal rca and pre-dilated the artery with a 3.0x20mm unspecified balloon catheter. After predilatation the physician had placed the 32mm x 4.00mm ion stent in the mid distal svg to the right rca and proximally deployed the 4.0 x 20mm ion stent. During the filter wire removal, it created a stent deformation on the 32mm x 4.00mm ion stent. The physician was unable to recross and the patient lost blood flow from svg to rca. The patient experienced large myocardial infarction and was intubated.

Manufacturer narrative:
Date of birth: 1949. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).